Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer-slip syringe there was an issue with leakage. It was stated ¿the device was connected with the 3rd party's ex-tube, leakage occurred from around the septum.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review was not conducted because a lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used q-syte intact, without packaging and connect to an extension line. Visual/microscopic examination: septum is of a 32 cavity mold. There were no anomalies or damage to the external areas of the q-syte unit; top body or bottom body (polycarbonate). Microscopic evaluation: observed the slit was centered in its correct position on the septum top disk and there was a tear at each end of the slit. There was a tear to the column wall near the vent hole. Bottom septum evaluation: observed the slit at the septum bottom disk was in its¿ correct position (centered) and there was a tear at one end of the slit. Water leak test for actuated and un-actuated q-syte: leakage did not occur from any area of the unit when leak tested in both the un-actuated but did leak at the vent hole when leak tested in the actuated position. The findings in this incident were indicative that there was no physical/mechanical evidence to confirm or support manufacturing process for the failure stated in the pir. A definite source that contributed to the tear(s) at the end of the slit of the septum top and bottom disk and the column tear could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations and/or extraneous force. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage and/or adversely affect product performance. A formal corrective action has not been initiated at this time. A definite manufacturing related root cause could not be established. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.